Event description:
Arjohuntleigh has been informed of an event where the ceiling lift strap unwing uncommanded of about 60 cm. It was reported that sudden unrolling of the strap occurred while the caregiver pushed the spreader bar manually down. As the consequence of that situation, it was said that the spreader bar hit the nurse's shoulder. No injury or medical treatment was needed.

Manufacturer narrative:
Arjohuntleigh was informed of the customer complaint regarding the sudden release of the maxi sky 2 strap and spreader bar. When the event occurred, the device was not being used for transferring a patient, however, as per further description, it played a role in the claimed issue. It was reported that the caregiver attended to descent the ceiling lift spreader bar located over the patient. As the strap was found to be blocked, the caregiver decided to push manually the ceiling lift strap down what lead to sudden unwinding of the ceiling lift strap it was said that in order to protect the patient from hit (resulted from spreader bar down motion), the caregiver shielded him with his body and in this way has been hit by the device spreader bar. As the consequence of this event, contusions to the caregivers right scapula was reported no hospitalization was needed when reviewing similar reportable events, we have not found any case that we could relate to the issue investigated here' sudden unwinding of the ceiling lift spreader bar on maxi sky 2 according to this, we have been able to establish that issue investigated here seems to be an isolated case. The ceiling lift was processed through a function test by the arjohuntleigh representative who visited the customer site the device was in full working order and no malfunction was found that could correlate to the customer complaint issue. What is more, the unexpected device behavior unwinding of the ceiling lift strap and spreader bar could not be re-created without having first-level evidence such as video of a re-creation or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts and compare it to our product knowledge. The unexpected spreader bar descent might be explained by one of the following factor (or combination of them) lower limit switch inoperative, the device was not functioning as per manufacturer specification, the device cannot support the load, up/ down transmission shaft inoperative, ceiling lift strap inserted incorrectly, here is how the different possibilities were evaluated. The functioning of the lower limit switch was tested by the arjohuntleigh technician. The test revealed proper functioning of the lower limit switch it was stated "it was working like it should have been the switch was functioning correctly" - based on that, this factor decided to be excluded from further analysis. The ceiling lift was put through a visual and functional inspection by the arjohuntleigh representative that visited the customer site no issues with the device functionality were found - this factor decided to be excluded from further analysis. No fault with load bearing was found during device testing - this factor decided to be excluded from further analysis. No part of the transmission was found to be damaged - this factor decided to be excluded from further analysis. Based on the documented technician opinion, the strap was wound in the opposite direction for an event to occur due to this factor, there has to be a lower switch malfunction, and this was allegedly to not be the case here. As per point the lower limit switch was found to be functioning as per manufacturer specification - this factor cannot be assessed with high degree of confidence. According to the above, no information was found that would technically explain a release of the strap and spreader bar. After the reported issue, the device was inspected by qualified arjohuntleigh technician and no malfunction was detected the problem could not be re-created and after several tests, the device was put in reuse without any parts changed despite our best effort, the root cause could not be established. We find this complaint to be reportable to the competent authorities in abundance of caution. (B)(4).

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).